Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unknown procedure with unspecified mentor saline breast prostheses on (B)(6) 1997 developed pain, declining health, autoimmune illness, capsular contracture (baker grade unknown), and possible alcl. As a result, the patient underwent bilateral explantation on (B)(6) 2017. This medwatch report is for the left breast prosthesis.